Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that the pump pushed a few drops of insulin out of the tubing during the load step. Was pushed out of tubing during the load step. Review of prime history revealed short prime volumes on (B)(6) 2012. The alleged issue remained unresolved.

Manufacturer narrative:
Device evaluation submitted (B)(4) the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no defect was found. Black box record shows no evidence of ''load step malfunction'', the pump was suspended and the basal delivery was never resumed on the reported failure date. Performed multiple "ez-prime" steps successfully. The unit was found to be able to be primed with no issue. The force sensor calibration reading is within specification opened the pump to investigate, no damage was found to the force sensor or on the power circuits. The 'oled' and force sensor flex pins are intact with no evidence of dislodging.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin cartridge has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.